Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding,') in an adult female patient who had essure (batch no. 927077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal discomfort, discomfort, bloating, irregular periods, dysuria, abdominal pain, dysmenorrhea, nausea, back pain, vaginal discharge and amenorrhea. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), menopause ("menopause,"), menorrhagia ("heavy bleeding"), dental caries ("tooth cavities"), joint swelling ("joint swelling") and weight loss poor ("inability to lose weight") and was found to have weight increased ("20+ ib weight gain"). The patient was treated with surgery (microsurgical tubal anastamosis / essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, allergy to metals, menopause, menorrhagia, dental caries, joint swelling, weight increased and weight loss poor outcome was unknown. The reporter considered allergy to metals, dental caries, genital haemorrhage, joint swelling, menopause, menorrhagia, pelvic pain, weight increased and weight loss poor to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding,') in an adult female patient who had essure (batch no. 927077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal discomfort, discomfort, bloating, irregular periods, dysuria, abdominal pain, dysmenorrhea, nausea, back pain, vaginal discharge and amenorrhea. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight loss poor ("inability to lose weight"), allergy to metals ("nickel sensitivity"), menopause ("menopause,"), menorrhagia ("heavy bleeding"), dental caries ("tooth cavities") and joint swelling ("joint swelling") and was found to have weight increased ("20+ ib weight gain"). The patient was treated with surgery (microsurgical tubal anastamosis / essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, weight loss poor, allergy to metals, menopause, menorrhagia, dental caries, joint swelling and weight increased outcome was unknown. The reporter considered allergy to metals, dental caries, genital haemorrhage, joint swelling, menopause, menorrhagia, pelvic pain, weight increased and weight loss poor to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, weight gain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report